Manufacturer narrative:
The patient had prior admissions for bleeding and infection in MFR numbers: 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07808, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07812, 2916596-2021-07815, 2916596-2021-07816, 2916596-2021-05574, 2916596-2021-05620, and 2916596-2021-07821 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a lower gastrointestinal bleed on (B)(6) 2020 and admitted the next day. A fluorodeoxyglucose (fdg)-positron emission tomography (pet) test for infection taken in (B)(6) 2020 showed the accumulation on the inflow conduit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until they experienced further infection and bleeding-related issues on (B)(6) 2020 (manufacturer report number 2916596-2021-07815). The patient was eventually transplanted on (B)(6) 2022. The pump was returned and evaluated under manufacturer report number 2916596-2022-12530. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced massive bleeding in their lower gastrointestinal tract. The patient was readmitted due to bleeding on (B)(6) 2020. Lab values from (B)(6) 2020 showed an international normalized ratio (inr) of 2.2, a activated partial thromboplastin time (aptt) of 44 seconds, and a platelet count test of 106,000 /l. The bleeding was thought to be due to a history of a lesion or disease as the bleeding site in the small intestine. A blood transfusion of a concentrated red blood cell solution was given on (B)(6) 2022. Anticoagulation treatment including warfarin and aspirin was also given. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains going on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21oct2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook is currently available. Section 1 entitled ¿introduction¿ lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii". No further information was provided. The manufacturer is closing the file on this event.

Event description:
Going forward treatment for the patient's bleed would be to undergo fasting therapy and their anticoagulant would be controlled at the range between 1.5 to 2.0 inr during fasting. Their infection was controlled by an antimicrobial drug.